Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led. In addition, the device showed a white screen immediately after being powered on. A white display is indicative of a device lock-up. There was no patient use associated with the reported event.